Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s parent reported the patient had a seizure, lost consciousness and was hospitalized; her cgm was 4.4 mmol/l and her bg was 3.5 mmol/l 5 ¿ 10 minutes into the seizure. The mother reported that during the seizure event, the dexcom value was steady at around 4.0 mmol/l during the entire time. The doctors stated that the liver may have produced additional glucose during the seizure which would account for the blood glucose (bg) of 3.5 mmol/l. The patient¿s mother reported the bg did not increase any higher after the seizure. Because the cgm/bg values did not suggest hypoglycemia, the patient was assessed for epilepsy. The findings of the unspecified diagnostic tests were negative for epilepsy which lead the physicians to suspect the patient¿s bg values were lower prior to and during the seizure than what the cgm displayed. While in the hospital, the patient¿s cgm and bg values were monitored. The cmg was 4.1 mmol/l with an arrow pointing down and the bg was 1.8 mmol/l; however, the patient did not report symptoms of hypoglycemia. The patient usually reports symptoms when her bg is decreasing or increasing. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.